Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited auto mode switch due to far-r oversensing on the atrial channel. There were also several premature ventricular contraction episodes observed. Patient presented to the clinic and programming changes made to the device. It was also noted that palpitations were seen prior to the programming changes. No further issues have been seen since the changes.